Event description:
It was reported that the patient was seen in the emergency room and presented with shortness of breath. The device was found to be at premature elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4) : the device was returned and analyzed and analysis revealed high battery impedance.